Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead remains in use but is expected to be revised. In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) is expected to be prophylactically replaced. No device malfunction was observed while the device was in use; however, given the potential for loss of device functionality, the ipg will be explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.